Event description:
It was reported that the insulin pump alarmed button error. The customer did not recall the blood glucose reading. The customer stated that the esc button did not work, the insulin pump alarmed weak battery when it showed 3 bars in the battery icon, and then the display screen froze. After he inserted a new battery in, the insulin pump alarmed button error. Prior to the device issues, the customer stated that he had had the insulin pump in his pocket while it was raining that day and he was sweating from working in the garage. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. No moisture damage was noted on the electronic, motor, vibrator or battery tube assembly during the visual inspection. No weak battery anomaly could be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.